Event description:
Procedure type: inguinal hernia repair. According to the reporter: balloon would not inflate. Opened a new device. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).